Event description:
It was reported that the rv lead was capped due to a decrease in r-wave amplitude, an increase in threshold, and low lead impedance. A lead polarity switch was also noted to have occurred by the lead monitor function of the device prior to regular pacemaker check. No patient complications were reported as a result of this event.